Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had received this alarm was generated when the insulin pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement alarm. Customer's blood glucose level was 9.5 mmol/l. Customer stated that the insulin pump was damage to the belt clip rails. Troubleshooting was performed for insulin pump error. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump was received with broken belt clip rails. This alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement. Not found during testing. Insulin pump passed the self test, rewind test, prime or seating test, occlusion, basic occlusion test, force sensor test and the displacement test.